Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. According to information received by our field service engineer, the customer solved the issue by replacing the inspiratory/expiratory pressure transducer. Evaluation of the provided logs confirms the reported failure. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced inspiratory/expiratory pressure transducer was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).